Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited reproducible noise and oversensing which caused pacing inhibition. The patient experienced lightheadedness from time to time. The lead was capped and replaced. The patient was doing good post surgery.